Event description:
It was reported that the customer experienced low blood glucose levels. The customer, who was (B)(6) y/o had been diagnosed with diabetes for 36 years and had been on insulin treatment for 25 years. The company rep also had hypertension, retinopathy, eye or vision problems, pain in hands or feet, foot sores, ulcers, infections, nerve injury or neuropathy, numbness kidney disease. In the past 3 months, the customer had 12 low blood glucose levels; 10 of the low blood glucose events were serious and the other 2 were mild. The caller declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.